Manufacturer narrative:
(B)(4). The pump was received with dog chew marks on the pump case keypad overlay, reservoir tube, and reservoir tube lip causing partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. A test p-cap and reservoir was not able to be installed and unable to perform the displacement test due to reservoir tube lip damage. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir did lock in place into the insulin pump. The customer also stated that the reservoir retainer ring was cracked and came off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.